Manufacturer narrative:
Inspection: the product was not returned and no photos were provided, so an evaluation is unable to be performed. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. Potential root cause: a definitive root cause cannot be determined with the information provided. There is no information available regarding how the implant was installed during the initial surgery. It is possible that the ossification is a result of the disc space not being prepared correctly in the initial surgery or an incorrectly sized implant being installed. Device usage this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that a patient developed class I heterotopic ossification at the 24-month post-op follow-up. The patient is not in any pain nor is a revision surgery scheduled at this time.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a patient developed class I heterotopic ossification at the 24-month post-op follow-up. The patient is not in any pain nor is a revision surgery scheduled at this time.